Manufacturer narrative:
This is a final report. No further investigation will be undertaken as complaint did not involve a product problem. Additionally: a review of the customer's history revealed the product was delivered on december 1, 2010. The date of the product's manufacture is unknown.

Event description:
Customer reported that due to a delivery issue he was unable to test and experienced anxiety, "elevated glucose" and noted he could not eat. It was further reported that seven days prior to calling customer service on (B)(6), 2010 he experienced a loss of consciousness. Customer self-presented to his healthcare provider and was given "a shot". Customer was unable to state if he received a diagnosis. Customer also noted self-treating with a prescription medication, but refused to identify it. There was no report of death or permanent injury associated with this event.